Event description:
The customer reported the device was programmed to infuse 250 ml of fentanyl at 10 ml/hr. The 250 ml bag was hung at 10 am and was found empty at 3:00 pm. There was no report of pt harm or medical intervention. Although requested, no further pt/event info was reported.

Manufacturer narrative:
(B)(4). Per the hospital, devices will not be returned as they will do their own investigation. Unable to determine the cause of the customer's reported over infusion of fentanyl.